Event description:
Per company representative, the md had some difficulty intubating the patient. During the procedure, the md successfully fired two to three bands, but the rest of the bands misfired. The doctor tried dry firing, but was unsuccessful. A second same device was used to complete the procedure.

Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. Therefore, no investigation or corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences.